Event description:
A site representative reported that, while in a cranial biopsy procedure the surgeon had difficulty tightening the vertek biopsy precision aiming device. After approximately 30 minutes the surgeon was able to lock the trajectory and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2014 for issue resolution. Medtronic investigation of returned suspect device finds that, the lower post has some roughness not allowing the joint to fully tighten. Once tightened, it is easily broken loose again. Mechanical failure, malfunction, wear, directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.